Manufacturer narrative:
H.6. Investigation: during DHR review no abnormality was found in incoming inspection, in-process and out-going inspection. The sample returned is 24g, without unit package, y type q-syte product. Bd was able to verify the leakage at the joint of extension tubing and y luer connector during transfusion. It was visualized under a microscope the tubing is broken. A hole on the extension tubing which closes to the metal wedge edge was found. The metal wedge seems to be crashed by hard mechanism. The leak was caused by variance on the flaring process/ machine, it was found the flaring pin has been changed after a work order finished for supporter gripper open delay issue, suspected it was due to old repaired cylinder malfunction for flaring pin, maybe there is a misalignment issue, which resulted in flaring pin crash metal wedge then induced metal wedge head crash with flaring platform.

Event description:
It was reported that after the bd pegasus¿ safety closed IV catheter system was placed successfully, leakage occurred from the extension tubing joint and y-luer connector during the transfusion. The following information was provided by the initial reporter, translated from chinese to english, "the catheter was placed successfully. It's noticed that there was leakage at the joint of extension tubing and y luer connector during transfusion."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd pegasus¿ safety closed IV catheter system was placed successfully, leakage occurred from the extension tubing joint and y-luer connector during the transfusion. The following information was provided by the initial reporter, translated from chinese to english, "the catheter was placed successfully. It's noticed that there was leakage at the joint of extension tubing and y luer connector during transfusion."